Event description:
On 2/22/74 the ipp device was implanted. On 1/17/97 the left cylinder was removed. On 6/16/97 the entire device was removed from the patient, reason not indicated. Ams has requested additional information.